Manufacturer narrative:
The reported event of lead connector pin bent was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any indication of bent connector pin of the lead. The outer insulation was found cut at the suture sleeve impressions of the lead body. The cut found is consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an elective generator upgrade procedure. During procedure, it was noted that the pin connector of the lead was bent. The lead was electively removed and replaced. The patient condition was unknown.